Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the instrument was received with the posts and orifices of the housing sleeve cracked. The housing cap was out of position due to the returned condition. Additionally, the obturator was broken into two pieces at the distal end. The universal seal was cracked and separated at the seam. A suture tie post of the olive button was noted to be broken off and missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap gastrectomy the suture holder was broken. Another device was used to complete the case. There were no adverse consequences to the patient.